Event description:
It was reported that the ventilator stopped ventilating during MRI scan. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator stopped ventilating during MRI scan. The ventilator was investigated on site by our field service engineer. According to problem description the unit displayed "cassette technical error" + "battery fault". Based on technician statement the problem came from the cassette, after a decontamination, and that the batteries were not sufficiently charged (the unit was seldom used). No parts replaced and no device logs provided. Therefore, no root cause can be established. The expiratory gas conveying parts and expiratory channel cassette pcb are integrated into one part ¿ the expiratory cassette ¿ which can be easily removed for cleaning or exchange.

Event description:
Manufacturer ref: (B)(4).